Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left arm was swollen from their shoulder distally to their wrist but the swelling had resolved on its own over several days. The physician believed that the swelling was caused by narrowing of the vein caused by the implant procedure in which the patient received a right ventricular (rv), left ventricular (lv) and right atrial (ra) lead. The physician indicated that the patient's venous system had developed collateral venous flow to compensate for the narrowing, thus resolving on its own. The leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.